Manufacturer narrative:
Correction to section e: initial reporter.

Event description:
It was reported that this pacemaker system exhibited noise oversensing in both the right atrial (ra) and right ventricular (rv) leads channel which led to pacing inhibition. The patient reported not feeling well. Additionally, high within range pacing impedance measuring 1800 ohms was noted on the ra channel. No additional adverse patient effects were reported. This system remains in service.

Event description:
It was reported that this pacemaker system exhibited noise oversensing in both the right atrial (ra) and right ventricular (rv) leads channel which led to pacing inhibition. The patient reported not feeling well. Additionally, high within range pacing impedance measuring 1800 ohms was noted on the ra channel. No additional adverse patient effects were reported. This system remains in service.